Event description:
Customer called to report that the coulter lh750 hematology analyzer was leaking underneath the flowcell. The field service engineer (fse) observed that the mixture of blood and diluent leaked at single pinch valve vl52, which was caused by a cut restricted tubing from the differential (diff) mix chamber to the t-fitting, and then to the flowcell. The fse replaced the diff sample tubing through vl52, which resolved the instrument issue. The fse then cleaned the leaks and the flowcell. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is attributed to a cut restricted tubing from the diff mix chamber to the t-fitting, which was connected to the flowcell. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).